Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the inability to charge a battery pack is the contamination and shorted component. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the damaged battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not charging the battery packs.